Event description:
It was reported that when the patient presented in clinic for routine device check, device could not be interrogated. Another programmer was used but the device still could not be interrogated. Device is on advisory list. Device was explanted and replaced. Patient was stable throughout the event.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.